Event description:
Pt had cervical spine surgery and developed a wound infection of streptococcus. 12/2001 - pt was discharged from the hosp with the eclipse pump filled with vancomycin to treat the wound infection. 3 days later - pt returned to the hosp. The pump was tested for contamination and a culture was done. Nine unused pumps that the pt still had left over were also tested. Two unused pumps and the one administered to the pt tested positive for serratia marcescens. Blood work was done on the pt and s. Marcescens was found in their system. 2 days later - pt was discharged from hosp with antibiotics given intravenously.